Manufacturer narrative:
There is no known patient involvement. The unique identifier (UDI) number has been requested from the OEM (original equipment manufacturer) for the device. However, this information has not yet been provided. Correction number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Several attempts have been made via phone and email to obtain additional information regarding the current status of the device and any potential patient impact. However, no new information has been received from the facility at this time. As the facility has not provided any additional information regarding the involved device, no further investigation is possible. If additional information is received that changes the facts or conclusions submitted in this report, a supplemental report will be submitted.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (report number not provided) stating that the sorin heater-cooler system 3t tested positive for mycobacterium palustre. There is no known patient involvement.